Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came for a check. The right ventricular (rv) lead was found to have high pacing impedance and an increasing amount of short v-v intervals. A fracture was suspected. The lead remains in use and the patient continues to be monitored. No patient complications have been reported as a result of this event.